Event description:
It was reported that the patient presented to the hospital due to seizures and convulsions. Egms desplayed noise, but it could not be reproduced with isometrics, arm exercises, or pocket manipulation. The physician elected to program hysteresis off and the atrial sense setting to unipolar tip. It was not known if the patient was receiving electro- convulsive therapy for her condition. The device will be monitored.